Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a intestinal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the peg-j system has been removed due to a bezoar in the duodenum